Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with no defects noted. Pressure test and clear passage under water test were performed and a leak was found due to the separation of the tubing and the drip chamber. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink basic set leaked from where the tubing connects to the bottom of the drip chamber. Patient involvement and the step of setup or therapy during which this occurred were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.